Manufacturer narrative:
On (B)(6) 2019 at (B)(6), roughly 12:30 am friday morning, the night technician at the site started the system up to do qa testing. Approximately 20 minutes later the site technician heard "cracking and popping" coming from the system cabinet. The site technician smelled and saw smoke coming from the back of the cabinet as they entered the room. The site technician got a fire extinguisher and called the fire department. The fire department pulled all of the covers off the cabinet to make sure it was out. No injuries reported. Tube chiller was replaced.

Event description:
Tube chiller (hex-138, serial no. (B)(4), manufactured: may 2016) in an r/f ultimax-I room caught fire during normal operation. Fire dept. Called. Promptly extinguished. No damage to the facility was reported. No injuries. Tube chiller replaced. The chiller is being returned to the manufacturer for investigation.

Manufacturer narrative:
The manufacturer has completed their investigation and has determined that the incident was caused by maintenance of the heat exchanger and user error. When an install or maintenance is completed for the heat exchanger, a large amount of air enters from the cooling hose connection which can lead to overheating the pump. Furthermore, it was found that flow errors occurred 4 days before the event but the system continued to be used. This is a user error. It is described in the maintenance and operator manuals instruction to follow in case of these issues.